Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to g2. Please see updates to g2, h6 and h10. The device history record was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the root cause of the connection failure was unable to be identified, as the product was not returned. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide a correction to b1. Please see update to b1.

Manufacturer narrative:
The subject device referenced in this report was not returned for evaluation, therefore the device evaluation could not be completed at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the cylinder hose presented with a bad ¿o¿ ring. The customer was calling to requesting and received the part number for the o-ring to the cylinder hose. The device will not be returned due to issue being resolved through providing for part number. There is no patient involvement and no harm reported to any patient.